Event description:
It was reported that after a da vinci-assisted lymphadenectomy surgical procedure, the maryland bipolar forceps instrument had the insulated cable partially damaged. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: according to the operating room, there were no incidents, neither that a patient was harmed, and there was no fragment/cable remained in the patient. All other questions could not be answered.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint; however, failure analysis has not completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was a fragmentation of the insulation, and the internal conductor wires were exposed. The instrument passed the electrical continuity test. Additional observation not reported by site: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley near conductor wire. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.